Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned their spinal cord stimulation is not working. Patient mentioned that they talked to the doctor and the manufacturer representative (rep) and both of them said patient would need new equipment and not refurbished equipment. Agent asked when the issue started and patient said it kind of happened from thursday to saturday and they kind of knew something was wrong but on sunday they worked through all the things that they could do and nothing worked. Patient also mentioned that earlier today, they again spoke with the rep. Patient mentioned that the controller is not working. They reset the controller, put 2 aa batteries, and controller would not still work. Patient also said they can't feel the stimulation even when they increase the stimulation to 16. Patient did not have their equipment with them to troubleshoot. Patient will call back with equipment for further troubleshooting. Patient called back with the device. Agent had the patient reset the controller, check the controller and recharger for damages, and clean connections. Agent had the patient start a recharging session. Patient confirmed that they were able to start charging with excellent recharging quality. Patient mentioned that last week, controller screen has gone white several times. Patient mentioned that they have to reset the controller to take it out of that white screen and it happened several times. Patient mentioned that they have to try for 6-7 times before they get the controller to work and before they get the recharger to charge the implant. Patient has asked for all device (controller, battery and recharger) to be replaced all at once as advised by the healthcare provider (hcp) and rep. Patient also mentioned that hcp and mdt rep specifically mentioned that the devices have to be brand new and not refurbished. Agent mentioned that patient services replaces one device at a time. Patient requested for a supervisor. Agent sent a request to repair to replace the controller. Agent sent a request for supervisor call back. Agent made outbound supervisor call back request to the pt. Agent reviewed external devices replacement process. The pt stated that the issue always comes back to the controller and or the controller battery; pt stated that has been replaced several times. Pt stated when they first initially got the controller, it lasted for 1-2 years without any issues. Pt also stated the recharger has been replaced a couple times before as well. Pt stated they do not feel like they are 'being listened to'. Agent tried to ask clarifying questions - pt stated sometimes the controller works and sometimes it does not, sometimes the ins does not charge, sometimes the screen goes blank or white, and sometimes the ins takes hours to get a full charge. The pt then stated that since over the weekend, the controller and the ins were both at 100%. Agent reviewed stim on/off (pt claimed that the stimulation was on). Pt noted that they charge the ins 2 times a day because of the settings they have. Pt stated they tried for 3 hours to charge the ins and the other day they spent 6 hours just 'getting this thing to work'. (Agent had a very hard time understanding the issues pt was describing). Pt asked - agent reviewed use of aa batteries; pt stated they were never told about the use of aa batteries and it is not mentioned in the materials given to them. Agent reviewed the mdt battery pack needs to be inserted in order to charge the ins. Agent had pt unlock the controller; pt saw controller at 60% and ins 70%. Pt confirmed green outline around group c. Pt noted they were having pain friday. Pt stated they set intensity to 8 which is their 'minimal' and increased to 16 and did not feel a change. Pt stated usually, they would be able to feel a tingle in their legs but, they did not. Pt stated on saturday evening, they were given an increased dose of gabapentin and they have not been able to sleep. Pt stated they cannot get up to go to the bathroom, they can either sit still or lay still. Pt commented that they would have 'put a gun to their head' after this weekend finding out what it is like with no stimulation (agent asked - agent determined the pt was not in immediate danger of themselves). The pt was redirected to hcp to further address therapy issue. Agent will call pt back tomorrow once replacement controller has been delivered. Agent made outbound call to the pt. Someone answered the call and said the pt 'got it hooked up' and seems to be working. Caller stated that the pt is currently resting. Agent reviewed the pt can call back if further assistance is needed. Per additional information from manufacturer representative (rep). Rep stated that notified date is 12april2025. The cause of loss of stimulation was implantable neurostimulator (ins) dead issue. Replacement of patient programmer(controller) resolved the loss of stimulation issue. The patient told me on (B)(6) 2025 the replacement controller has resolved the issue and was able to charge without any issues.